Event description:
During a davinci prostatectomy a piece of plastic was shaved off the c-t port closure suture guide. The plastic shaving fell into the pt's abdomen. The physician was able to retrieve the shaving with a suture grasper and complete the procedure.

Manufacturer narrative:
The c-t ii port closure, 10/15 (mm) involved in this event was not returned to coopersurgical for evaluation. The complaint is still under investigation by our engineering department. (B)(4).